Event description:
It was reported that the pt experienced tingling in the feet, pain and cramping in the legs since implant. The pt's device was reprogrammed twice unsuccessfully. The device was explanted, but the symptoms persisted. No further info was reported.

Manufacturer narrative:
This report is being submitted following an internal audit.